Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: not applicable, the intraocular lens remains implanted in the patient's eye. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a pcb00 lens (preloaded device), some fiber was observed inside the eye. Fiber was removed with forceps. Lens was placed in the capsular bag and ophthalmic viscoelastic was removed without complication. The lens remains implanted. No secondary procedures or post-op controls needed. No additional information provided.

Manufacturer narrative:
Device evaluation: the device was not received for evaluation. The complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints was performed and revealed no additional investigation requests for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.